Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the recharger screen was blank and that she was unable to power on the recharger for a week in the past. The patient stated that after trying several times she was able to get it working. The patient reported that it appeared the implant was not getting to a full charge. The indication for use was failed back surgery syndrome. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received from the consumer and manufacturer's representative (rep) reported the circumstance that led to the event was that while traveling, the charging system was left in another vehicle. A charger was mailed to the current location. Upon recharging, the patient had not been able to resolve the pain which incurred. Later, the patient reported she was unable to charge. When she went to recharge her implant, she was able to charge fine, but her implantable neurostimulator recharger (insr) battery was very low even with the insr plugged into the outlet. The patient kept the insr plugged in all night, but the patient was seeing the insr low battery. The insr battery was not charging. Prior to the connector pin, the wires were exposed and looked as if they were severed. The rep could see a red and black wire and they looked severed. The desktop charger cable was frayed. It was unknown how this got damaged. The patient was in a lot of pain. Something had been going on with her implant for a while now and "they" assured her that it was not her implant because she was just implanted in 2010. But the patient stated she was sure something was wrong.